Event description:
It was reported that during a laparoscopic hysterectomy, the device when engaged in the max modet continued to run and would not stop. Another device was used to complete the case. There was no adverse consequence to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.